Event description:
It was reported to boston scientific corporation that a hydratome pro rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, the cut wire broke upon sphincterotomy. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.